Event description:
A surgeon reports having a patient with a myopic surprise following intraocular lens (iol) implant surgery. The patient is reported to have narrow angles status post laser peripheral iridotomy. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 12/07/2010 and 12/17/2010 by phone, fax, mail and email. Additional information was received by email. A completed questionnaire has not been received. (B)(4).